Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Pump passed self test and displacement test. No pump error 23 alarms noted during testing. Pump error 23 alarm however was recorded in the pump history on (B)(6) 2021 at 4:04pm and on (B)(6) 2021 at 10:22pm. Pump error 23 alarm did not occur before inserting new battery. However, unit received with unexpected battery power loss and had high sleep and active currents due to moisture damage noted in pcb 2 board. After swapping pcb 2 with a test board, sleep and active current measurements passed. Low battery alerts noted in the pump history files on (B)(6) 2021 at 4:42pm and on (B)(6) 2021 at 12:14am therefore, battery change occurred in less than 1 week. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked case on the battery tube side, and moisture damage in battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had post reset ram crc alarm. Customer was able to successfully clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.